Event description:
It was reported that the lead was replaced due to dislodgement. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
All information pertinent to the event has been provided. No anomalies found; full lead returned in segments. Other: it was reported that the lead was replaced due to dislodgement. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn dislodged.